Manufacturer narrative:
This device was used in the same procedure as the device from report number 1056128-2011-00025. However, this device was not returned for evaluation so the device information such as lot number, manufacture date, and expiration date are unknown. History of similar complaints has shown that metal shavings are produced when there is excessive lateral or "side-loading" of the device. Ascent's instructions for use states: "do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve performance of the instrument, can dull the blade, and/or produce metal particulates." The reported event is not occurring more frequently or with greater severity than is usual for the device.

Event description:
It was reported that during a procedure an arthroscopic bur produced metal shavings. Not all of the shavings were removed. No patient injury was reported.